Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
It was reported that the left lower jaw of the plate was broken. The surgeon noticed the breakage during removal operation after bone adhesion. So, we cannot specify when the plate was broken. The plate was implanted on (B)(6) 2010 (2 jaw, upper and lower jaw osteotomy). The removal operation was (B)(6) 2011. There is no adverse consequences to the pt.